Event description:
The patient reported that they applied their v-go and it fell off when they took a shower. It was reported that the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off event. Device #053316-a was inspected. Due to the condition of the foam pad, the original adhesion properties could not be verified. Function tests were performed and verified that the adhesion strength was sufficient. The complaint about this device could not be confirmed.